Manufacturer narrative:
(B)(4).

Event description:
Note: this report pertains to the first of two jagtome revolution rx used during the same procedure. It was reported that the two jagtome revolution rx were used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the cutting wire of the first jagtome was broke while trying to cut. A second jagtome was used and the same problem occurred. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.